Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. A philips field service engineer (fse) reported that while trying to place the high energy general purpose (hegp) collimator onto a detector, the detector hooked the collimator in a corner, removing it from the cart. As the collimator was dropping to the floor, it pushed the cart and the cart hit the detector. If during a collimator exchange the collimator were to fall due to a malfunction, there is potential for serious injury to the operator. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
On (B)(6) 2018, a philips field service engineer (fse) reported that while on site for a service call (addressed in another (B)(4) he attempted to remove the high energy general purpose (hegp) collimator from the detector onto the collimator cart. During this event, the fse selected the collimator exchange preprogrammed motion (ppm) to perform the exchange. The system placed the hegp collimator onto the cart as expected. However, when the detector was moving away from the cart, it hooked the collimator corner removing it from the cart and the collimator dropped to the ground. As the collimator fell to the floor, it pushed the collimator cart into the detector. This resulted in a cracked crystal. The issue occurred during servicing of the system. Therefore, there was no harm to a patient, operator, bystander or any service personal as a result of the issue. The fse evaluated the equipment and checked all movements. The fse calibrated the hegp collimator cart and replaced the compression sponge, detector crystal, crystal packing, and pmt coupling grease to resolve the issue. The system was tested successfully and returned to the customer for clinical use. The system is functional and in clinical use.